Manufacturer narrative:
A ge representative evaluated the system and replaced the temperature sensor cable. The system operates as intended.

Event description:
The customer reported the system displayed a temperature sensor error message. However, the fse noted the system would not start up. No boot- there is no report of injury or death associated with the event described in this complaint.